Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume folfusors leaked prior to patient use. The location of the leak was not specified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from january 16, 2020 - january 20, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.